Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01342. It was reported that only one of the two existing leads was explanted and replaced during surgery. The other lead was repositioned. It is unknown which lead was explanted and which was left implanted, so both leads are being reported on.

Event description:
Device 2 of 2; reference MFR report: 3006705815-2019-01342. It was reported that the patient's leads migrated, leading to ineffective therapy. In turn, surgery occurred to explant and replace the leads, which addressed the issue.